Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was between 300 mg/dl to 500 mg/dl at time of incident and take the cannula out and it was bent. Customer did not using auto mode feature at the time of high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing. Customer reported that the event was resolved by changing complete set. Customer declines high blood glucose troubleshooting. The devices will not be returned for analysis.